Event description:
In 2008, at 11:20 am, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra meter is giving error 2 messages. Per the owner's manual, error 2 messages could be caused either by a used test strip or a problem with the meter. This medical affairs specialist contacted the pt on feb 13, 2008 to obtain/clarify more info. The pt indicated that the error 2 messages began a year ago, around 2007. The pt attempted to contact lifescan but could get through to obtain technical assistance. The pt has not been able to obtain her blood glucose for one year. The pt reported that she has been "eyeballing" (guessing) the sugar level. The pt has been taking her insulin based on her carbohydrate intake and what she thinks her blood glucose is. During 2007 at night (unspecified date and time), the pt experienced symptoms that can be suggestive of hypoglycemia, "shaky and nauseated", after she took 40 units of novolin based her carbohydrate intake for that day and what she "eyeballed" (guessed) her blood glucose to be. The pt administered self-treatment by consuming sugar and reportedly felt better. The pt was not tested on any other meter at the time of concern. The pt has not recently changed her medication regimen and testing frequency (or lack thereof) prior to or since the reported symptoms. During troubleshooting, the customer care advocate (cca) verified that the testing technique was incorrect and the pt was using expired test strip at the time of concern. This complaint is being reported because the pt claimed that she developed symptoms that can be suggestive of severe hypoglycemia after she took insulin without a blood glucose reading. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.